Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 7mm. Microscopic examination of the point of release of the deployment suture from the stent found a white thread caught around the deployment suture. During analysis when an attempt was made to retract the deployment thread a restriction was met. The deployment thread appeared to be crocheted through this white fibre thus preventing the crochet stitches from releasing. When the white thread was detached from the device, it was possible to fully deploy the stent without issue. The white thread was tested by light and polarised light microscopy to determine the nature of the complaint material. In addition, potential sources from the manufacturing process and deployment thread supplier were tested for comparison. This testing determined that the complaint fibre was a thread composed of mechanically damaged mercerised cotton fibres. None of the samples provided as reference were threads based on mercerised cotton and therefore cannot be the source of the cotton thread woven onto the device. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event. There was evidence that the device was used in a manner inconsistent with the labelled indications. This device is contraindicated for placement in an esophago-jejunostomy (following gastrectomy), as peristalsis may displace stent. However, the patient had undergone a total gastric resection and esophagojejustomy prior to this procedure. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release stents was used during an esophageal stent implantation procedure performed on (B)(6) 2014. According to the complainant, the stent was being placed to treat a 2cm malignant stricture in the esophagus and to treat stent ingrowth of the two previously implanted stents. Reportedly, the patient's anatomy was tortuous and had not been dilated prior to the procedure. The patient had undergone a total gastric resection, esophagojejustomy prior to the procedure. When the physician advanced the stent into the desired location, the delivery system bowed. The physician attempted to release the stent but had difficulty pulling the deployment suture. The suture could not be pulled any longer and the stent was partially released. The partially released stent was removed from the patient. The physician attempted to release the stent outside the patient, however; it was unable to be released at all. The procedure was completed with another ultraflex esophageal distal release stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release stents was used during an esophageal stent implantation procedure performed on (B)(6) 2014. According to the complainant, the stent was being placed to treat a 2cm malignant stricture in the esophagus and to treat stent ingrowth of the two previously implanted stents. Reportedly, the patient¿s anatomy was tortuous and had not been dilated prior to the procedure. The patient had undergone a total gastric resection, esophagojejunostomy prior to the procedure. When the physician advanced the stent into the desired location, the delivery system bowed. The physician attempted to release the stent but had difficulty pulling the deployment suture. The suture could not be pulled any longer and the stent was partially released. The partially released stent was removed from the patient. The physician attempted to release the stent outside the patient, however; it was unable to be released at all. The procedure was completed with another ultraflex esophageal distal release stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.